Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that the ventilator had a line fault. The device was in use at the time of the event, however, there was no patient or user harm reported.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that the ventilator had a line fault. The device was in use at the time of the event, however, there was no patient or user harm reported.

Manufacturer narrative:
Per the good faith effort (gfe) response, no codes were reported, and the unit was not repaired by philips. Insufficient information is available to determine the resolution of the event, no further details were provided. In the event new details become available, the complaint will be reopened, and the investigation will be updated. It was reported that there was no patient involvement at the time of the event. No patient or user harm reported.